Event description:
It was reported that the pt called to report that he is experiencing a squealing sound and also pain from his hip. At first, everything was ok and then he was in a car accident and after this, started experiencing the pain. Surgeon did not find the problem and suggested pain killers. Next appointment is coming up with a second opinion doctor.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. The device remains implanted. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.